Manufacturer narrative:
Physical investigation of product is not anticipated as reporter indicated device was discarded. Investigation will be performed per adc's established processes and procedures, and a report will be submitted upon completion of investigation activities. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A high glucose readings issue with the abbott diabetes care (adc) device was reported. A customer reported unspecified higher readings in comparison to unspecified readings obtained from an unknown device. It is unknown whether the customer noted a trend arrow on the device. The customer was nervous and was unable to treat themselves, rapid acting insulin (dose unspecified) provided by a non-healthcare professional (non-hcp). Customer also had contact with a healthcare professional (hcp) who obtained a glucose reading of 266 mg/dl on the hcp meter when compared to an optium neo meter reading of 406 mg/dl. It was unknown if the customer received any treatment from a healthcare professional (hcp) for the reported product issue. The hcp also obtained an additional reading of 146 mg/dl on the next day. There was no report of death or permanent impairment associated with this event.